Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately high compared to the another meter. The patient reported blood glucose results of 317 mg/dl with a lifescan meter and 217 mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
No product is expected to be returned.